Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm due to low cardiac output (co) while supporting a patient at monaldi hospital. The customer also reported that the patient was re-hospitalized and no patient issues were found. The customer also reported that the patient felt fine, and he was switched to a freedom driver. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no abnormalities. Review of the alarm history electronic data confirmed that the driver did not record a permanent fault alarm while supporting the patient. Only permanent fault alarms are latched in the electronic record. Intermittent, recoverable, and battery alarms are not recorded. The driver in "as received" condition passed all required functional testing requirements, which included normotensive and hypertensive settings, with no anomalies or alarms. In addition, the driver was tested for an additional 96 hours and performed as intended with no issues. The customer-reported fault alarm was not reproduced, and the root cause could not be determined. It is possible that the temporary decrease in cardiac output was the result of transient patient conditions. The onboard batteries utilized by the customer were not returned; therefore, they could not be evaluated and were not included in this report. The driver performed as intended, and there was no evidence of a device malfunction. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver was serviced and passed all functional and performance testing before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the freedom driver exhibited a fault alarm due to low cardiac output (co) while supporting a patient at (B)(6). The customer also reported that the patient was re-hospitalized and no patient issues were found. The customer also reported that the patient felt fine, and he was switched to a freedom driver. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.